Event description:
It was reported that the monitor is displaying a double heart rate from ECG. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who stated that the monitor's reported heart rate (hr) from the electrocardiogram (ECG) double the patient¿s actual rate (~60 instead of ~30). The rse reviewed the information provided and determined the system interpreted both the r wave and the t wave as beats. The t waves were interpreted as ventricular beats and were therefore included in the calculation. It is important to select a lead with the highest r-wave amplitude and not an excessively high t wave. This can be addressed either by changing the lead or by adjusting the qrs detection level so that the threshold is higher than the t wave but still low enough to detect the r wave. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was configuration issue. The issue was resolved after pacemaker mode was adjustment, lead change to iii, and new arrhythmia learning. The rse also advised the biomed that a clinical application specialists (cas) has booked a session with the department to go through the qrs detection settings of the monitors. Reporting institution phone#: (B)(6).